Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, a medical record was provided for review. Based on this medical record, reported infections and sepsis can be confirmed. However, the medical records did not contain information on the reported patient death, fever, pain, arrythmia, and lightheadedness. Therefore, the investigation is inconclusive for each of these. The cause of death is currently unknown. Based upon the available information, the definitive root cause for the event and relationship to the device is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two months and one day later post port placement procedure for chemotherapy treatment for pancreatic cancer, the patient allegedly developed fever along with bacterial and fungal infection. It was further reported that patient experienced lightheadedness, irregular heart rhythm, pain over the port site and developed with sepsis. Reportedly, the patient was treated with antibiotics for infection and eventually expired. The cause of death was not provided.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two months and one day later post port placement procedure for chemotherapy treatment for pancreatic cancer, the patient allegedly developed with bacterial and fungal infection. It was further reported that patient had pain over the port site and developed with sepsis. Reportedly, the patient was treated with antibiotics for infection and eventually expired. The cause of death was not provided.